Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v440501, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# v440501, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december 2010).

Event description:
It was reported that approximately two weeks prior to the report, the implantable neurostimulator (ins) was explanted because the patient needed an MRI scan due to multiple sclerosis (ms). A ¿fairly large incision¿ was made and the physician dissected ¿down a bit¿. The physician attempted to remove the lead and was able to remove all the tines, but the electrodes remained in the patient. The physician was surprised that the tines removed, but not the remainder of the lead. The lead was reportedly damaged during the explant procedure. It was noted that the physician had done ¿quite a few¿ explants but this was the first time she had had an issue. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v440501, explanted: (B)(6) 2013 ((B)(6) 2013 for fragment retrieval) product type: lead.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event was a fractured lead during removal. It was confirmed that the ins was removed on (B)(6), 2013 with all tines retrieved but that the electrodes remained. X-rays taken on that date showed the distal 3 electrodes in the original position and the 4th electrode in the soft tissue of the back. An MRI/x-ray/CT taken on (B)(6), 2013 verified retention of electrodes in 2 segments. A surgical procedure performed (with neurosurgery) on (B)(6), 2013 where the retained portion of the lead was explanted with direct dissection to the foramen and visual extraction with "unroofing of foramen" for extraction. It was clarified that the removal of the ins was requested by the patient so they could have an MRI. It was noted that the device therapy only had a small benefit for the patient. Hospitalization was required for the event. The patient outcome was reported as no injury with needed additional surgery. If additional information is received, a follow-up report will be sent.